Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> according to the information received, revision of a pinnacle constrained liner. On friday (B)(6) 2024, we were contacted by the attending physician regarding the dislocation of a hip/liner revision to be done on saturday morning (B)(6) 2024. The patient had a pinnacle constrained liner (1218-36-656, pin lnr neut +4 36idx56od) with a 36mm ceramic head ball (1365-36-710) that had dislocated. Upon review of the x-ray, the head ball was completely out of the liner. The constrained locking ring was still firmly attached to the liner. The removal of the liner was successful with damage to the liner, a new liner and head ball was implanted without incident. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device and photos were provided for review. The x-ray investigation revealed that the pin lnr cons neut +4 36idx56od was observed dislocated from the head and stem. The liner was found damage, however, this is attributed to the extraction process. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A dimensional inspection for the liner was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the pin lnr cons neut +4 36idx56od would contribute to the complained device issue. Based on the investigation findings and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device lot: j88d00 / product code: 121836656, and no non-conformances /manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revision of a pinnacle constrained liner. On friday january 5, 2024, we were contacted by the attending physician regarding the dislocation of a hip/liner revision to be done on (B)(6) 2024. The patient had a pinnacle constrained liner (1218-36-656, pin lnr neut +4 36idx56od) with a 36mm ceramic head ball (1365-36-710) that had dislocated. Upon review of the x-ray, the head ball was completely out of the liner. The constrained locking ring was still firmly attached to the liner. The removal of the liner was successful with damage to the liner, a new liner and head ball was implanted without incident.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.